Event description:
Additional information received confirmed that there was only 1 integrity bare metal stent implanted post the device malfunction.

Event description:
The physician attempted to implant an integrity bare metal stent in the circumflex which was reported to be calcified with 90% stenosis and moderate tortuosity. Rotablation and pre-dilation was carried out on the lesion. No abnormalities were noted during preparation of the device. As an attempt was made to pass the device through the guide catheter, a device detachment occurred. The device was successfully removed from the guide catheter. Two integrity stents were successfully deployed during the procedure. The patient suffered low blood pressure and died four days later. The patient death was attributed to their multiple co-morbidities.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death); no results available since no evaluation performed (device or procedural images not provided for review). Conclusions: unable to confirm complaint (device or procedural images not provided for review); known inherent risk of procedure (death).